Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. A shocking or jolting sensation was noted. It was noted that the patient had an injury at her job "about 2 years ago". The patient had 12 weeks of therapy and went to a specialist for 6 months and was told by the doctor that "sometimes we see this occurence when a patient has a back injury". The patient started having pain "about a week or 2 ago" so she went to the healthcare provider, and they prescribed the patient an antibiotic, "but I dont have an infection, I have pain in the area where the wire is, not at the implant site". The patient had pain in the bicycle seat area where she had stimulation. The manufacturer's representative told the patient to turn amplitude down, which helped the pain- but now the patient had a return of symptoms and "the frequency of my urination is horrible". The patient could not sit comfortably and "has to sit to the side and use cushions". The trial stimulation went fine, but during the permanent implant surgery "they kind of pushed it and it hurt and I saw ow! But then I was ok". The patient was "at 4 something and now is on 3 something and I'm still having pain and it's not helping the symptoms". The patient was on program 4 at 4.3v. They changed to program 1 and it was comfortable at 2.7v. The patient was going to try this setting. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va005s0, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).